Event description:
Journal article reports interim clinical trial results indicating that a patient developed a shunt infection in which the sutures were used for site closure. The shunt infections were diagnosed and treated. No further details were provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.